Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of huti0090 showed no other similar product complaint(s) from this lot number.

Event description:
The pt was received as an outpatient for an exchange of a blocked gastric tube. The old tube was removed by the radiologist. However, the retention portion of the tube broke off the main body of the tube upon removal. The portion of the tube remains in the pt's stomach. Original intended procedure: removal of gastric tube.